Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30986. It was reported that during the patient experienced ineffective stimulation. Diagnostic testing revealed high impedances on all contacts and programming was unable to achieve effective stimulation. In turn, the patient underwent surgical intervention wherein both leads were explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.